Event description:
It was reported the patient complained of pain at her scs ipg site. The patient stated she feels a sharp pain on the ipg site when she leans forward. X-rays were taken and the patient's physician believes the ipg has tilted or flipped in the pocket. The patient is able to communicate with her ipg using external devices. Follow-up identified the patient reported the pain is improving but still has minimal pain when she leans forward. The patient's surgeon has been made aware and feels the pain is normal part of the healing process.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.